Event description:
The customer reported the panorama central station had a black screen, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and found that several capacitors in the system motherboard were blown. Corrections included replacement of the motherboard. The system was tested to factory's specification. It functioned and was returned for use.